Manufacturer narrative:
B3: date of event: september 2024. D6a: implanted date: date of event was on (B)(6) 2024. D6b: explanted date: unknown if the device was explanted. E3: occupation: risk manager. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA medwatch report#: (B)(4). The event description states: "pseudoaneurysm following angio-seal closure. The patient require surgical repair of pseudoaneurysm. Lower gastrointestinal bleed as preoperative/postoperative diagnosis. No complications and 5ml of blood loss. Procedure findings: active extravasation into a colonic diverticulum from a tiny branch of the left colic artery, resolved after coil embolization. Specimens: no. Condition of patient: the patient was transferred in stable condition. What was the original intended procedure? Mesenteric arteriogram with coil embolization of a tiny diverticular branch of the left colic artery. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known."

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for a potential closure complication issue. The exact root cause could not be determined. It is possible that a pseudoaneurysm occurred after use of an angio-seal and surgical intervention was performed to resolve the issue. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).